Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the bleed asae was most likely use issue related as the surgeon stated it was a capillary bleed from where he made the tunnel for the graft.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via a direct right surgical approach in a 78-year-old male patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage d, with a history of prior coronary artery bypass grafting and known coronary artery disease. After the patient was transported to the unit post-surgery and settled in, the dressing around the impella site was noted to be blood-soaked. The dressing was removed by staff, and a slow oozing was observed around the tunnel site in the right supraclavicular region. Manual pressure was applied for more than 30 minutes without resolution. Dr. (B)(6) evaluated the area and identified the bleeding source as capillary oozing from the tunnel created for the graft. Surgical hemostatic agents (snow and surgicel) were placed into the tunnel, resulting in hemostasis. The dressing was reapplied without issue, and no further bleeding was noted at the site. The patient also had increased chest drainage output immediately postoperatively and received one unit of packed red blood cells; it was not documented that this transfusion was given directly due to the tunnel-site oozing. An additional contributing factor was capillary bleeding from the tunnel site created for the direct aortic graft. The patient survived to explant. The reported major bleed is consistent with perioperative capillary bleeding at the surgical tunnel site and postoperative access-related bleeding in the context of cardiothoracic surgery and mechanical circulatory support, requiring local surgical hemostatic intervention and transfusion support.

Event description:
Additional information received: there was no perforation of the vessel. The graft was sewn directly onto the ascending aorta. The access bleed was coming from the tunnel site where the physician tunneled the graft to the right supraclavicular area. The physician identified it as a small skin capillary bleed that was resolved with a small amount of surgical knu-knit, with no further bleeding.

Manufacturer narrative:
Section d4 serial number was corrected.